Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event could not be determined although it can be presumed it was due to the probe experiencing excessive stress causing kinks within the body stock or colliding with another object. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the shaft of the device had two minor kinks and the probe at the distal end appeared to be falling off. The gray shaft near the probe appeared slightly discolored as if it was burned or twisted, which resulted in the inner wires being exposed. The inner wires appeared broken. The device was not plugged in for functional testing due to the broken wires. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the 7fr coax hemostatic probe failed out of the box and caused a spark when attempting to be used. The issue occurred during the middle of a therapeutic small bowel enteroscopy with hemostasis and ablation of lesions. The patient had a history of gastrointestinal bleeding and small bowel angioectasia identified on capsule endoscopy. A second gold probe was used to control the large avm that began to bleed with minimal manipulation. No medical intervention was required and no other devices were connected. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the tip broke off. The report is being submitted due to the defect found during evaluation.